Event description:
It was reported via repair work order that the ibed awareness was not illuminating on footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.